Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-may-28, information was received from an healthcare professional (hcp), regarding a patient receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported the patient had an magnetic resonance imaging (MRI) the morning of (B)(6) 2020 and the pump was just read and still showed a motor stall. Information regarding a potential telemetry mode was reviewed and the caller did hear an alarm after reading the pump, however, the patient cannot hear alarm so they were not sure if had been alarming the whole time. The caller re-read the pump two more times and it was still stalled. The caller was unsure whether it had been 20 minutes from initially reading the pump. The caller stated they would read the pump again in a few minutes and if it was still stalled, they would come back in the morning and check it again. No symptoms or patient complications reported.

Manufacturer narrative:
Device codes have been updated to include (B)(4). This event and has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. The hcp stated the motor stall occurred at 9:58 am. The pump was checked later that day and a motor stall recovery occurred at 6:47 pm. The pump seemed to be working now. No further actions have been taken. Clarification regarding the alarm was requested. The hcp stated they heard the pump alarm twice when they were there in the morning. The hcp stated the patient did not hear it due to being hard of hearing. The pump contained morphine (50 mg/ml, 9.994 mg/hr, no boluses). The hcp noted that the patient had had an MRI a week prior with no trouble. The patient's weight was about (B)(6).